Event description:
Pt receiving tpn developed leak from top injection site on pump tubing. While attempting to fix problem, the needle to the central venous line clotted off. Needle changed. Without difficulty. No permanent damage. Tubing sent to MFR for their qa testing and evaluation.